Event description:
It was reported that post-paced t-wave oversensing was observed. Abbott technical support was contacted and recommended reprogramming. No intervention has been performed and the patient was stable.